Manufacturer narrative:
The pad-pak was first installed successfully in april 2011 and performed to specification up to 7th june 2015. An increase in voltage suggests a further pad-pak was installed. Multiple manual power ups of 10 minutes duration were recorded between the 11th june 2015 and the 9th september 2015. The pad-pak became depleted during this time and a further pad-pak was installed. Investigation found the reported fault can be attributed to membrane failure. Multiple manual power ups of 10 minutes duration would suggest a failing membrane. The fault was witnessed during the investigation. The fault could not be replicated with a new membrane fitted. The pad-pak, which contains the electrodes and batteries, is labeled for single use but the samaritan pad 300 and 300p devices are for multi-use.

Event description:
There was no patient involved in this event. Unit powers on by itself without manual intervention.